Event description:
It was reported the video system center had defective serial digital interface connector. There was no output under serial digital interface channel due to defective printed circuit board. The issue occurred during an unspecified procedure. The diagnostic procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The diagnostic procedure was completed with the same device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10 and g2. (Unmark company representative and health professional d10 should be left blank). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no output under serial digital interface channel due to defective printed circuit board was confirmed. Based on the results of the investigation, it is likely that the serial digital interface (sdi) channel is not output due to printed circuit board failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.